Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No strange sound or motor noise anomaly observed during analysis. A scratched lcd window, cracked display and cracked reservoir tube lip noted.

Event description:
The customer called to report insulin pump alarmed during prime process. The insulin pump reset itself. Current blood glucose reading is 186 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.